Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6).

Event description:
It was reported that the patient was not obtaining little to no benefit from the device and experienced pain at the site of the ipg. All components were explanted and will not be returned per hospital policy.